Manufacturer narrative:
Currently, t is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced high blood glucose level was 402 mg/dl. Customer current blood glucose level was unknown. Customer had issue with her sensor. Troubleshooting was performed. The product will not be returned for analysis.